Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The power supply and power controller were replaced. Unique device identifier: (B)(4). Patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/9/16 via phone, 3/10/16 via phone, and 3/11 via phone.

Event description:
The hospital reported the unit shutdown during a case. The clinician switched to manual mode to maintain ventilation of the patient. Approximately 5 minutes later, the unit came back up. The case was completed with no further reported complaint. There was no reported patient injury.